Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was found. A 2.75x28mm taxus express2 paclitaxel-eluting coronary stent sys was taken out for prep and the tech noticed on the proximal end the stent struts were flared. The device never entered the body. The procedure was completed with a different device. There were not pt complications or injuries noted.